Event description:
Boston scientific received info that this right atrial (ra) lead dislodged. As a result, the ra lead was successfully repositioned. This lead remains implanted. As a result, boston scientific is unable to confirm the clinical observation. No additional info is available at this time. This event will be reopened if any additional info is received.